Event description:
The user facility reported that when removing the battery from the handpiece, the battery had plastic melted after a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A picture was provided for the investigation.

Event description:
The user facility reported that when removing the battery from the handpiece, the battery had plastic melted after a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.